Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, as the customer's weight was not provided.

Event description:
An advocate called on behalf of the customer to report that their blood glucose readings were not being stored in the memory of the contour next link 2.4 meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.